Event description:
During engineering evaluation, it was discovered that the motor device was "overheating.¿ this event was not related to surgery. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and discovered that the device was overheating. The assignable root cause was attributed to improper handling and use. If additional information should become available, a supplemental report will be sent accordingly.